Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted the customer with resetting the pump, and no further malfunctions occurred. The customer was advised to continue using the pump and to contact support if the issue recurred.